Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter was fractured and patient was transferred to another hospital for treatment. The mildly stenosed target lesion was located in the moderately tortuous and mildly calcified right brachial artery. A 5-in-6 guidezilla catheter-guide extension was selected for use. During withdrawal of the device, it was noted that the anterior part of the extension catheter was fractured in the target area. The patient was immediately transferred to another hospital for removal of the device via surgical operations. Physician's opinion on the cause of the fracture was because of improper operation. No further patient complications reported and patient was stable post procedure.